Event description:
The customer reported that the "pacer" function was not working on this unit that was just out of the box. The cable from the pacer control panel to the control board was missing from the instrument.